Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that friday (B)(6) 2025, while having surgery to remove a cancer spot on his right arm, when the surgeon was sewing me up, he asked the surgeon if he used ethicon sutures, he said yes and that they have the best needles. He said the pds sutures are not as strong as they use to be, the rep told him would need to report that as a complaint, he said he is not complaining and does not need to be contacted. He also said he uses sutures and has had cases where the sutures causes an irritation that mimics cancer cells and causes the pathologist to indicate there is still cancer cells when he knows there is none. There were no patient consequences reported. Additional information was requested.